Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported an infection had occurred. It was further reported the physician made the observation that the right ventricular lead looked "a little beat up" and there was some wrinkling in the outer insulation sleeve. The lead was capped. The patient was hospitalized for intravenous antibiotic treatment. No further patient complications have been reported as a result of this event.